Event description:
J-tube enteral feeding device was placed in a pt during a therapeutic procedure performed in 2005. One month later the tube was observed to have exited the pt's mouth cavity. In addition, it was also reported that white barbed connector had become detached from the tube flexima molded hub. A replacement j-tube enteral feeding device was placed in the pt and the complainant indicated that there was no adverse affect on the pt as a result of the reported problem. Numerous attempts were made to contact the complainant to obtain additional event and pt information in an effor to determine how it was possible for the j-tube to come out of the pt's mouth.